Manufacturer narrative:
Investigation is underway.

Event description:
B5 as reported by an edwards lifsciences field clinical specialist, regarding a 23mm sapien 3 ultra resilia valve in the aortic position. The first 23mm sapien 3 ultra resilia valve was deployed without issue at 70/30 position, post dilated with +2cc as planned. Post aortogram/tee showed central regurgitation and mild pvl. A 24mm non-edwards balloon was used for a bav to post dilate but was not successful. A second 23mm sapien 3 ultra resilia valve +2cc was deployed without issue.. Post aortogram/tte showed mild pvl. Esheath was removed and patient was stable. The reported potential root cause from the edwards lifesciences field clinical specialist of the central regurgitation was most likely caused by low implant and leaflet overhang.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported central regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR did not indicate any manufacturing nonconformances that could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The perceived root cause from edwards lifesciences field clinical specialist (fcs) was likely caused by the low implant and leaflet overhang; however, 70/30 (ao/lv) was recommended for sapien 3 thv, and the valves dimension was identical between sapien 3 ultra resilia and sapien 3 thv, so it was less likely leading to the leaflet overhang. In additional, no imagery was provided, so the leaflet overhang led to central regurgitation was unable to be determined. In this case, a post-dilation with +2cc was performed. The post-dilation could introduce the risk of over-expanding the valve, and affect the leaflet mobility, leading to improper leaflet coaptation. Per training manual, post-dilation can potentially lead to the central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.